Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('retained essure fragment was found in the area of a small (1 cm) leiomyoma') and uterine perforation ('migration/perforation') in a (B)(6) year old female patient who had essure (ess205) (batch no. 508290) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysmenorrhea and fibromyalgia. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding "), pelvic pain ("pain "), neuromyopathy ("neuromuscular problems"), allergy to metals ("nickel sensitivity") and uterine haemorrhage ("abnormal uterine bleeding"). The patient was treated with surgery (bilateral salpingectomy transvaginal hysterectomy). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the device breakage, uterine perforation, genital haemorrhage, pelvic pain, neuromyopathy, allergy to metals and uterine haemorrhage outcome was unknown. The reporter considered allergy to metals, device breakage, genital haemorrhage, neuromyopathy, pelvic pain, uterine haemorrhage and uterine perforation to be related to essure (ess205). Incident. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('retained essure fragment was found in the area of a small (1 cm) leiomyoma') and uterine perforation ('migration/perforation') in a 48-year-old female patient who had essure (ess205) (batch no. 508290) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysmenorrhea and fibromyalgia. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding "), pelvic pain ("pain "), neuromyopathy ("neuromuscular problems"), allergy to metals ("nickel sensitivity") and uterine haemorrhage ("abnormal uterine bleeding"). The patient was treated with surgery (bilateral salpingectomy transvaginal hysterectomy). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the device breakage, uterine perforation, genital haemorrhage, pelvic pain, neuromyopathy, allergy to metals and uterine haemorrhage outcome was unknown. The reporter considered allergy to metals, device breakage, genital haemorrhage, neuromyopathy, pelvic pain, uterine haemorrhage and uterine perforation to be related to essure (ess205). Lot number:508290, manufacturing date:2005/05, expiration date:2007/04. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-feb-2020: quality safety evaluation of ptc (product technical complaint). A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.